Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer¿s blood glucose level was 33 mmol/l. The customer¿s current blood glucose value was 6.9 mmol/l. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with manual injection. Auto mode feature was not activated at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated cannula was bent. Customer declined further trouble shooting. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.